Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. This report was mailed to the FDA on: 10/18/2007. Additional information was requested 09/20/2007 and 09/24/2007 by phone, fax and mail. Additional information was received 09/20/2007, 09/27/2007 and 09/28/2007 by phone and fax.

Event description:
A surgeon reports, an unexpected postoperative refraction following intraocular lens (iol) surgery. The pt reported seeing an "arc or wheel" since surgery.